Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a malignant stricture in the duodenum in a stenting procedure performed on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous, however the positioning within the patient was tight. During the procedure, the "white plastic on the sheath broke." No issues with the device were reported prior to the start of the procedure. A second wallflex enteral duodenal stent was used to successfully complete the procedure without complications. The patient was reported to be in "stable" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 4 mm. The clear outer sheath was kinked at 15 mm proximal to the distal end of outer sheath. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used to treat a malignant stricture in the duodenum in a stenting procedure performed on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous, however the positioning within the patient was tight. During the procedure, the "white plastic on the sheath broke." No issues with the device were reported prior to the start of the procedure. A second wallflex enteral duodenal stent was used to successfully complete the procedure without complications. The patient was reported to be in "stable" condition at the conclusion of the procedure.